Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became unreadable and displayed lines. There was no reported impact to customers' blood glucose levels.